Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia and diabetic ketoacidosis. The patients' blood glucose value when admitted to hospital was above 600 mg/dl. The patient also tested positive for ketones. The patient was treated intravenously with insulin. The length of hospitalization was less than 24 hours. No further information available.